Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath was selected for use. During the procedure, after pre-mapping with a non-bsc catheter through the faradrive sheath, the farawave catheter was inserted into the sheath. During aspiration, the physician noted that air was continuously sucked into the syringe, presumably from the valve. It was suspected that the valve was damaged but no visible damage to the valve was observed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath was selected for use. During the procedure, after pre-mapping with a non-bsc catheter through the faradrive sheath, the farawave catheter was inserted into the sheath. During aspiration, the physician noted that air was continuously sucked into the syringe, presumably from the valve. It was suspected that the valve was damaged but no visible damage to the valve was observed. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.